Event description:
It was reported that a patient who experienced diaphragmatic stimulation presented in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture due to dislodgement. During the lead reposition, the right ventricular (rv) lead dislodged. The rv lead helix was unable to retract and extend. Both leads were explanted and replaced. The patient was doing well post procedure and no longer experienced any symptoms.